Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system was removed because of erosion of the lead, and to upgrade to a pectoral implant site.